Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the surgeon¿s experience with the device? Was this a manual or powered device? What is the exact product code? What cartridge was used throughout the creation of the sleeve? Was this a re-op? If so, where was the leak? Was buttressing material used? Did the patient have any commodities that could have caused or contributed to the event? Was there any pre-operative chemo/radiation therapy? How long before leak presented? Does the surgeon believe device caused or contributed to the leak or were there other factors? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that following a gastric sleeve procedure the patient suffered from a post op leak from an unknown cause.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? Has been using echelon for almost 10 years. Was this a manual or powered device? Powered. What is the exact product code? Plee60a. What cartridge was used throughout the creation of the sleeve? Green was buttressing material used? Slr. Only the first firing does not use buttress. D1 and d4.